Event description:
Event description guidant received information that the shocking lead impedance on this cardiac resynchronization therapy defibrillator (crt-d) was 56 ohms at implant. However, the following day the shocking lead impedance was >125 ohms. A guidant technical services consultant discussed a loose setscrew, lead fracture, or foreign material on the lead pins as potential causes to the elevated impedance. There were no patient symptoms reprted with this clinical observation.